Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Break apart when removing it-vagina [foreign body in reproductive tract]. Break apart when removing it [complication of device removal]. Break apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart while removing it. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Break apart when removing it-vagina [foreign body in reproductive tract]. Break apart when removing it [complication of device removal]. Break apart- tampon [device breakage]. Consumer reported via email that the tampon broke apart while removing it. No serious injury was reported.